Event description:
(B)(6) male was admitted to the hospital with complaints of increased abdominal pain. The pt had previous surgery that was complicated by a pelvic abscess. He was treated with antibiotics and a percutaneous drainage of the abscess. The pt did not improve with conservative treatment and was taken to the operating room on (B)(6) 2010, for an exploratory laparotomy, small bowel resection and sigmoid colon resection. During the anastomosis formation at the sigmoid colon site, the ils 33 stapler malfunctioned causing add'l damage to the sigmoid colon. Attempts to repair the damaged portion were unsuccessful and a colostomy was performed.